Manufacturer narrative:
This device does not require a medwatch report as the failure was not considered a reportable malfunction and did not result in any patient harm. The medwatch was filed in error. However the associated device is reportable and medwatch has already been filed under 1221934-2017-10232.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Lot number is unknown.

Event description:
The sales rep reported via phone that there was no grip on the customer's obturator as it kept spinning and the tip broke off of the healix advance knotless peek anchor 4.75mm during a rotator cuff procedure. All debris was removed from the patient. The case was completed using the same bone hole and another set of like devices. The sales rep was not present but reported no adverse patient consequences with a three to four-minute time delay. The obturator had unknown lot information as rep could not locate. The rep stated the healix advance was discarded by the customer and the obturator will be returned for evaluation.